Event description:
It was reported to nova biomedical that a consumer administered 0.4 units of insulin based on a 183 mg/dl reading obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event requiring emergent food intervention. During the call to customer support, control solution test using nova max control solution was performed while troubleshooting with customer support showing the test strips to fall in range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.